Event description:
Customer reportedly received results of 560 mg/dl, 251 mg/dl, and 177 mg/dl within 10 minutes on the same device. No high or low blood glucose symptoms. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.